Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2023. The patient was unable to provide blood glucose levels. Symptoms reported include dka and loss of consciousness. The patient was treated with IV fluids and an insulin drip. The patient was prescribed tylenol. When removed from the infusion site (abdomen), the pod's cannula was found bent. The pod was removed at the hospital.